Manufacturer narrative:
Reported event: bone pin tip broke off while drilling it into tibia. Small fragment/tip was left in bone of patient. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10/31/2018. No non- conformance s were identified during inspection. Complaint history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1470754 and CAPA 1480798.

Event description:
Bone pin tip broke off while drilling it into tibia. Small fragment/tip was left in bone of patient. Case type: pka. Update: "was patient in the operating room at the time of discovery? Operating room was patient under anesthesia? Yes"

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bone pin tip broke off while drilling it into tibia. Small fragment/tip was left in bone of patient. Case type: pka. Update: "was patient in the operating room. At the time of discovery? Operating room was patient under anesthesia? Yes."